Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter with no other devices. There were numerous hypotube kinks. Magnified inspection identified the majority of the balloon wall was longitudinally torn. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated past the rated burst pressure and the direction for use states: ¿inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08098 and 2134265-2015-08100. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). A 2.50mm x 15mm apex balloon was selected to dilate the lesion. However, upon first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. Another 2.50mm x 15mm apex balloon was advanced to dilate the lesion. However, upon the first inflation at 18 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. A 2.5mm x 8mm quantum maverick balloon was then advanced but could not dilate the lesion. A 2.5mm x 12mm quantum maverick balloon was then selected but still could not dilate the vessel. It was then noted that the vessel was mildly dissected. The physician talked to the patient's family about performing rotational atherectomy on another day. The patient was given medication. No further patient complications were reported. The patient was discharged in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-08098 and 2134265-2015-08100. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). A 2.50mm x 15mm apex balloon was selected to dilate the lesion. However, upon first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. Another 2.50mm x 15mm apex balloon was advanced to dilate the lesion. However, upon the first inflation at 18 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. A 2.5mm x 8mm quantum maverick balloon was then advanced but could not dilate the lesion. A 2.5mm x 12mm quantum maverick balloon was then selected but still could not dilate the vessel. It was then noted that the vessel was mildly dissected. The physician talked to the patient's family about performing rotational atherectomy on another day. The patient was given medication. No further patient complications were reported. The patient was discharged in stable condition.